Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue regarding a packaging defect-welding of novosyn suture. The reporter indicated that the secondary packaging (outer packaging) is welded onto the sterile primary packaging (inner packaging). This issue is found prior to use, there is no patient involvement.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 744 units of this code-batch. There are no units in our stock. We have not received any sample from customer for analysis. However, we have received two pictures showing one sample with the aluminium pouch (first pack) stuck/sealed to the plastic film of the outer pack (second pack). The first pack is sealed to second pack in the fourth sealing of the package. This defect took place in the welding machine and the personnel involved in this process did not sort out this unit. Final conclusion: taking into account that the pictures received shows a sample that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.